Event description:
Initial surgery was a single level acdf using the lanx acp system. One of the screws did not fully engage into the bushing of the plate and began to back out after surgery, causing some irritation for the pt. The surgeon determined that it was necessary to remove the one protruding screw and leave the rest of the construct in place without replacing the screw he removed. Because the screw was not engaged into the plate, he used the screw driver to remove the screw. There were no complications during the surgery and the outcome was as expected, with no postoperative issues. Hospitalization was overnight.

Manufacturer narrative:
This is an isolated incident. The company has received no other complaints like this.